Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module was programmed via interoperability to infuse fentanyl (2500mcg/50ml) at 75mcg/hr over 20 hours if kept at initial rate. However, when nurse went in to assess the patient it was noted 30ml's of the 50ml bag had infused in 3.5 hours. Patient was already ventilated. There was no change in patient's vital signs. No medical interventions were needed and no overall change in patient's condition.

Manufacturer narrative:
Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c & d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump module was programmed via interoperability to infuse fentanyl (2500mcg/50ml) at 75mcg/hr over 20 hours if kept at initial rate. However, when nurse went in to assess the patient it was noted 30ml's of the 50ml bag had infused in 3.5 hours. Patient was already ventilated. There was no change in patient's vital signs. No medical interventions were needed and no overall change in patient's condition.